Event description:
It was reported that during a surgical procedure, the cautery pencil was turned off but 'arched' on its own, causing three small burns on the skin of the pt.

Manufacturer narrative:
It was reported that the incident occurred during a shoulder or clavicle procedure. This happened 1/2 to 2/3 of the way into the case. The surgeon stated that the cautery pencil was turned off but then 'arched' and caused three small burns to the skin of the pt. The surgeon states it did not come in contact with any metal instrument but arched on its own to the skin and denies that it was placed down on the pt. Three small minor burns resulted. They were described as tiny spatula shaped burns. No medical or surgical intervention was indicated. The pencil was returned for eval. No cautery tip was returned. Visual eval and operational testing were performed. Visual eval identified blood stains at the bottom part of the pencil (close to where the cautery tip sits) and above the pencil buttons. No blood stain on the buttons. The pencil was then plugged into the generator for operational testing. As soon as the generator was turned on, it triggered the alarm. It was determined one of the pencil buttons was stuck and still active. The pencil was turned off by pushing both buttons. It was not clear which button was originally active. We were unable to duplicate the issue by repeatedly holding the buttons for a period of time. Pencil was then tested by cycling 10 times in both cut and coag modes at a setting of 30. Pencil performed normally in both modes on all cycles. The test did not trigger the alarm. A root cause was not identified and no corrective action is indicated at this time. The pencil is being forwarded to the manufacturer for further testing and evaluation.